Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced a dislocation of the implant during a vitrectomy procedure. The procedure was completed. Additional information has been requested but none has been received.